Event description:
The patient reported that their implantable neurostimulator (ins) had not worked in 4 years and the patient wanted it removed. The patient wanted to know if their ins battery could leak because they could smell battery acid and thought it might be coming from the ins. There were no patient symptoms reported. The patient was implanted for degenerative disc disease and herniated disc pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.